Event description:
During preventative maintenance of the device, the field service tech reported, the shoulder screw of the roller pump was unable to be torqued to 17 inches due to the sliding mechanism being stripped. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.